Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Suspect imaging system computer returned to manufacturer for analysis and is currently under analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that a site's imaging system image acquisition system (ias) computer re-booted itself on and then ran normally after it booted back-up. This behavior occurred pre-operatively. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the computer. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Investigation of returned suspect imaging system computer finds that the device was fully functional with no problem found. O-arm computer os and o-arm application booted as expected on bench. Time/date (cmos) check was good. Virus scan performed. Allowed computer to remain powered on for greater than 5 hours and noted excessive heat. Installed o-arm computer in imaging test system and the computer functioned as expected. Communication, system ready, 2d and 3d imaging were as expected. Computer gets warm, but reboot was not observed while under test. The reported event could not be duplicated by medtronic personnel.